Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow and down arrow keypad buttons were unresponsive and that the ok keypad button did not respond most of the time. He stated that he woke up the morning of (B)(6) 2012 and could not perform the bolus function. The patient reportedly wore the pump attached to his belt and did not clean the pump.